Event description:
It was reported "date of catheter insertion (B)(6) 2022. Type of catheter: 4 fr uni 3cg. Insertion site: left arm. Position is verified by sherlock technology. It is positioned in cavoatrial junction. Patient who underwent maintenance of the PICC monolumen left upper limb catheter on march 23, after hand washing, a tegaderm film dressing was removed, disinfection of the previous area was performed technique with 2% chlorhexidine alcohol, insertion site with mild allergy associated with the dressing is observed, intact surrounding skin, fixation device is changed, covered with tegaderm film dressing advanced, the lumen is disinfected, the safety valve is changed, the catheter is irrigated with a prefilled syringe with 0.9% x 10 ml saline solution, it is observed to be permeable and with venous return, but it is observed with leakage at the moment of irrigating¿¿. Damage or injury presented to the patient: none. Action taken: "...the catheter is removed and a ruptured catheter is observed at centimeter 7, 44 cm are removed, the head of the service is informed to see if another catheter is prescribed. Patient remains stable¿".

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew0830 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "date of catheter insertion february 15, 2022 ¿ type of catheter: 4 fr uni 3cg ¿ insertion site: left arm ¿ position is verified by sherlock technology. It is positioned in cavoatrial junction. Patient who underwent maintenance of the PICC monolumen left upper limb catheter on march 23, after hand washing, a tegaderm film dressing was removed, disinfection of the previous area was performed technique with 2% chlorhexidine alcohol, insertion site with mild allergy associated with the dressing is observed, intact surrounding skin, fixation device is changed, covered with tegaderm film dressing advanced, the lumen is disinfected, the safety valve is changed, the catheter is irrigated with a prefilled syringe with 0.9% x 10 ml saline solution, it is observed to be permeable and with venous return, but it is observed with leakage at the moment of irrigating¿¿. Damage or injury presented to the patient: none. Action taken: "...the catheter is removed and a ruptured catheter is observed at centimeter 7, 44 cm are removed, the head of the service is informed to see if another catheter is prescribed. Patient remains stable¿".

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.¿ based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo and two video samples of a 4 fr powerpicc catheter were provided for evaluation. The image depicted a powerpicc catheter being held outside of patient use. The catheter is bent at region containing a split in the tubing. The split was circumferential. Light material discoloration was noted in the area surrounding the split edges. The split surface characteristics could not be closely inspected from the image. The first video shows the catheter within patient use secured by a statlock securement device. The catheter is inserted within the patient at the 1 cm depth marker. The second video shows the catheter outside of patient use. A clear fluid is being infused through the catheter and is found to leak at a region near the 7 cm depth marker. Based on the visible characteristics of the damaged catheter, possible contributing factors include material fatigue caused by repeated kinking of the catheter and mechanical damage during use. Since a leak was observed to be present in the catheter, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.